Event description:
Treatment of a left cavernous sinus ica (internal carotid artery) aneurysm. During the pipeline deployment, it was reported that the pipeline did not fully open at a curve in the vessel and balloon angioplasty with a hyperform balloon was performed to achieve full wall apposition. A second pipeline was implanted telescoping the first one with no issues. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).